Event description:
I had spent years developing numerous food allergies and feeling like I was suffocating. I was also feeling like I couldn't swallow and when I did, it felt like I had a golf ball sized lump in my throat. After numerous ER visits, a barium swallow and tons of blood work. I had an endoscopy so they could take esophageal biopsies. What I was diagnosed with is an immune disease called eosinophilic esophagitis, which was caused by a rush of eosinophils to the area that my body felt was under attack by a foreign object. I did not have these issues with swallowing, hives, food allergies and asthma (which are all characteristic of eoe) until after I received breast implants in 2005. Also, the proximity of the implants of my esophagus, exactly where the biopsies were taken is unmistakable. My levels of eosinophils were over double per hpf than what is required for diagnosis of eoe. Over time, had a physician not suggested this disease, it could have killed me and still could if I wasn't able to afford my medication.